Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Event description:
Boston scientific crm received information that prior to an attempted implant of this boxed implantable cardioverter defibrillator (ICD) could not be interrogated. Technical services (ts) recommended several troubleshooting options; however, the device was unable to be interrogated successfully. The device was therefore not used and was later returned for analysis.